Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and vaginal vault prolapse. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent laparoscopic enterolysis and removal of graft from the apex of vagina along with suture on (B)(6) 2012 due to complication of mesh and pelvic adhesions, infection, inflammation of vaginal graft, recurrent posterior vaginal prolapse rectocele, recurrent apical vaginal prolapse vaginal vault suspension. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2013 by dr. (B)(6).